Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia(heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. B60753) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone, postpartum depression, influenza b virus infection, child sexual abuse, gastrointestinal ulcer, fracture, asthma, menses irregular and paratubal cyst. Concurrent conditions included urine odor abnormal, urinary tract infection, overweight, endometrial biopsy and endometriosis of ovary. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorhagia (bleeding between periods)"), urinary incontinence ("some leaking"), vaginal discharge ("vaginal discharge") with vaginal odour, menstrual disorder ("abnormal menses"), endometriosis ("endometrioma"), pelvic adhesions ("pelvic adhesions") and abdominal pain lower ("I had cramping all the time"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, right oophorectomy and underwent novasure ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, urinary incontinence, vaginal discharge, menstrual disorder, endometriosis, pelvic adhesions and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, menstrual disorder, metrorrhagia, pelvic adhesions, pelvic pain, urinary incontinence, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: said they were good.. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: cramping , abdominal pain, dysmenorrhea. Dyspareunia, pelvic pain, menorrhagia. Batch no: b60753 production date: 2013-08-15 and expiration date: 2016-08-31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia(heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. B60753) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone, postpartum depression, influenza b virus infection, sexual abuse, gastrointestinal ulcer, fracture, asthma, menses irregular and paratubal cyst. Concurrent conditions included urine odor abnormal, urinary tract infection, overweight, endometrial biopsy and endometriosis of ovary. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia (""metrorrhagia" (bleeding between periods)"), urinary incontinence ("some leaking"), vaginal discharge ("vaginal discharge"), menstrual disorder ("abnormal menses"), endometriosis ("endometrioma"), pelvic adhesions ("pelvic adhesions"), vaginal odour ("odor") and abdominal pain lower ("I had cramping all the time"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, right oophorectomy and underwent novasure ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, urinary incontinence, vaginal discharge, menstrual disorder, endometriosis, pelvic adhesions, vaginal odour and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, menstrual disorder, metrorrhagia, pelvic adhesions, pelvic pain, urinary incontinence, vaginal discharge, vaginal haemorrhage and vaginal odour to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: said they were good. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: cramping , abdominal pain, dysmenorrhea. Dyspareunia, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs and mr received: new events- "abnormal bleeding (vaginal),cramping", lot number, reporter information, patient history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia(eavy menstrual bleeding),"), metrorrhagia ("metrorhagia (bleeding between periods)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), menstrual disorder ("abnormal menses"), endometriosis ("endometrioma"), pelvic adhesions ("pelvic adhesions") and vaginal odour ("odor"). The patient was treated with surgery (yes). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, menstrual disorder, endometriosis, pelvic adhesions and vaginal odour outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, menstrual disorder, metrorrhagia, pelvic adhesions, pelvic pain, urinary tract disorder, vaginal discharge and vaginal odour to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event injury was deleted and was updated to new events.following events were added: dysmennorhea(cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia, metorhagia, bladder problems, urinary problems, vaginal discharge, odor, abnormal menses, endometrioma, pelvic adhesions. Reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.